Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2021-00182, related manufacturer report number: 1627487-2021-00183. It was reported that the patient had the scs system explanted due to unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.